Event description:
An optometrist reported trace corneal haze, three months post bilateral (prk) photorefractive keratectomy. The pt was placed on a steroid drop. The doctor thinks it is unlikely that the device caused the corneal haze. The pt has begun tapering off the steroid drop as the corneal haze has cleared. There are two medical device reports associated with this event. This report ref. The left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).